Event description:
The manufacturer representative reported the stimulation device system was removed due to infection. Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.